Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 400mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.